Manufacturer narrative:
This spontaneous case was reported by an other and describes the occurrence of allergy to metals ("allergy to nickel"), pelvic pain ("pain") and gait inability ("incapacity walking") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), gait inability (seriousness criterion medically significant), migraine ("migraines"), aphasia ("incapacity speaking") and dizziness ("dizziness"). The patient was treated with morphine and surgery (hysterectomy- removal of the neck of the uterus and the fallopian tubes). Essure was removed. At the time of the report, the allergy to metals, pelvic pain, gait inability, migraine, aphasia and dizziness outcome was unknown. The reporter considered allergy to metals, aphasia, dizziness, gait inability, migraine and pelvic pain to be related to essure. Diagnostic results: after testing allergy, she learns that she is very allergic to nickel the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 22-aug-2017 for the following meddra preferred terms: allergy to metals. The analysis in the global safety database revealed 290 cases. Pelvic pain. The analysis in the global safety database revealed 3.550 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the other is not possible. Most recent follow-up information incorporated above includes: on 11-jun-2018: this case was identified as a duplicate of case 2017-159286 and will be deleted from bayer database.all information was transferred to the remaining case. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by an other and describes the occurrence of allergy to metals ("allergy to nickel"), pelvic pain ("pain") and abasia ("incapacity walking") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abasia (seriousness criterion medically significant), migraine ("migraines"), aphasia ("incapacity speaking") and dizziness ("dizziness"). The patient was treated with morphine and surgery (hysterectomy- removal of the neck of the uterus and the fallopian tubes). Essure was removed. At the time of the report, the allergy to metals, abasia, migraine, aphasia and dizziness outcome was unknown. The reporter considered abasia, allergy to metals, aphasia, dizziness, migraine and pelvic pain to be related to essure. Diagnostic results: after testing allergy, she learns that she is very allergic to nickel the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 22-aug-2017 for the following meddra preferred terms: allergy to metals. The analysis in the global safety database revealed 290 cases. Pelvic pain. The analysis in the global safety database revealed 3.550 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the other is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.